Manufacturer narrative:
E.1. Initial reporter other occupation: (B)(6). A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 09-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 5 failed to open. The field service engineer (fse) encountered a bioid error when the technician attempted to log in. An attempt to log into hardware test application (hta) was unsuccessful, so the system was powered off for two minutes. After power up, hta access was successful and bioid initially passed and the error persisted for technician login and hta did not detect the bioid. The bioid setup was rerun with the same results. The system was powered off again, the bioid module was replaced, and hta subsequently passed. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had bio ID failed. Fingerprint reader was not working. Customer troubleshooted with reboot but issue still persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.